Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was displaying an error message. The patient was unable to clarify which error message the meter was displaying. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the error message first appeared on (B)(6) 2015 at around 11:50am. The patient informed the csr that she manages her diabetes with oral medication (metformin) and insulin (novolog; levemir). It is not known what action, if any, the patient took in regards to her usual diabetes management regimen when she was unable to obtain a blood glucose result due to error message appearing. The patient reported that about 10 minutes after the alleged error message appeared she developed symptom of ¿nausea¿. At the onset of her symptom, the patient claimed she took an increased dose of 19 units of novolog insulin. No additional treatment was specified. At the time of troubleshooting, the csr noted the patient did not have testing supplies available to test the meter. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient¿s reported symptom does not meet lfs¿ serious injury criteria and she did not receive any medical intervention due to the reported issue. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.